Event description:
During manufacturer analysis of a vns dell x50 computer for reported cosmetic dead pixels, no display anomalies were identified, but it was noted that the returned ite ac adapter was unable to initially power the returned handheld computer with a depleted battery. The likely cause for the anomaly is associated with the power supply being unable to initially meet the power demands of the handheld computer as it attempts to charge the battery and power on. Although the ac adapter could not power the handheld, it did provide 12ma of current allowing it to charge the battery slowly. Once the battery was partially charged, the handheld was able to power on using the ac adapter. No other anomalies were identified. The flashcard and software performed according to functional specifications. The computer was never released for initial use by the manufacturer.